Event description:
On (B) (6) 2008, the patient was implanted with an scs system. On (B) (6) 2010, the clinical specialist met with the patient and observed that the programmer displayed the low battery message. The specialist attempted to recharge the ipg and the device read that it was fully charged after less than 2 minutes of charging. The patient was sent a new charger but the ipg continued to have problems charging and display the low battery message. The programer continued to display several error messages. The patient's ipg will be revised.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.